Event description:
Per the clinic, the patient developed an infection at the implant site. The patient was treated with antibiotics (type and amount not reported). As of report on (B)(4) 2013, the infection has resolved. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the surgeon, the patient was treated with augmentin twice daily, levaquin once per day and 100mg of doxycycline twice daily. Implanted device remains. (B)(4).